Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 399 mg/dl and a correction bolus via the pump was delivered to address the bg level. The high bg was due to the customer not delivering enough insulin to cover the amount of carbohydrates consumed. Tandem technical support advised the customer to discuss the event with a healthcare provider.